Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the external pulse generator had "no power supply" but in the technical services call it was stated that the lights on the generator come on but that the liquid crystal display does not. The generator was returned for service. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment that there was no power supply, or that the indicator lights would come on but the display remained dark. Analysis did find that the lower case and side bail covers were broken, that the ring cover was broken and contaminated, that two heart wire contacts were compressed, that the battery contacts were compressed and contaminated, that the keyboard was scratched and the battery drawer o-ring was missing. All affected parts were replaced. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator had "no power supply" but in the technical services call it was stated that the lights on the generator come on but that the liquid crystal display does not. The generator was returned for service. There was no patient involvement.